Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing using a known good test cable without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device log found that the logs had been cleared prior to being received by zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.